Event description:
Consumer complaint of erratic blood results. Expected blood glucose results fasting range from 120 to 175 mg/dl. Customer feels well and observed no symptoms. Med intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed during call fasting ((B)(6) 2015 2:00 pm) with results of 109 mg/dl and 117 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot MFR's expiration date is 3/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user's misunderstanding of erratic results.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.